Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Follow-up revealed the patient now only gets a sharp motor contraction from stimulation. The lead is placed on the median nerve above his elbow. Surgical intervention remains pending.

Event description:
Follow-up revealed the patient's lead was explanted and replaced. Effective therapy was obtained post op, and the patient no longer has discomfort.

Manufacturer narrative:
Please disregard the explant date in follow-up report #2. Additional information was obtained and revealed the lead was repositioned on (B)(6) 2015 not explanted.

Event description:
Additional information was obtained and revealed the lead was repositioned on (B)(6) 2015 not explanted.

Event description:
The patient has an scs system for off-label use. It was reported the patient is no longer receiving effective therapy. Also, the patient is experiencing discomfort due to receiving stimulation in an unintended area. The event date is unknown. An impedance check shows high impedances on multiple contacts. As a result, the patient will undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.